Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf 131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf 131. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned and an evaluation could not confirm the reported sf 131. The pneumatic block was replaced to address the failed to complete its internal self-test the device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf 131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.